Manufacturer narrative:
The subject device was returned for evaluation. During sample evaluation, the remaining twenty-three (23) fasteners were deployed successfully without issue. The reported event of broken fasteners was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended during simulated use testing, as such a definitive root cause of the reported event could not be determined. However, the most likely root cause is the event occurred due to user/device interface. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 510 units released for distribution in (B)(6), 2020. The instructions-for-use (IFU) supplied with the device states, "the optifix¿ absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient. Care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position."

Event description:
As reported, during a laparoscopic ventral hernia procedure on (B)(6) 2021, a bard/davol optifix straight fixation device was used to fixate a bard/davol phasix st mesh. It was reported that with appropriate counter-pressure, the optifix straight fixated the mesh about 10-15 times, then jammed and did not fire the remaining fasteners in the device. As reported, the surgeon felt a tactile crunch during fixation. The device was removed from the patient and dry-fired into gauze, during which broken fasteners came out. As reported, no broken fasteners were left inside the patient. As reported bard/davol optifix and sorbafix fixation devices were used to complete the procedure. The surgeon is an experienced user. There was no reported patient injury.